Event description:
A doctor reported metal particles were found in pts' eyes during phacoemulsification. The doctor believes the particles are originating from the phaco tips. No pt harm was reported. A completed questionnaire was returned by the surgeon reporting the metal particles, especially those in the crypts of the iris, are difficult to hold and remove. The surgeon also indicated the particles were removed with forceps and suction when possible. The surgeon noted that phaco tips and single use cannulas are reused.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).